Event description:
It was noted that during preparation for a coronary drug eluting stenting procedure, damage to the taxus express2 2.75x 24mm stent was noted. "The physician noticed the taxus stent strut was flared at the distal tip during prep; the stent never entered the pt." Procedure completed with another of the same device. No pt injuries or complications reported. Pt condition is reported as "ok."